Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 66-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that she experienced several skin reactions, specified as redness and soreness affecting the entire scalp. The prior week, the patient paused optune gio therapy for a few days and applied dexpanthenol ointment, leading to improvement of the symptoms. On (B)(6) 2026, the patient reapplied the arrays, but upon array removal on (B)(6) 2026, the redness and soreness had recurred. The patient was advised to consult a healthcare provider (hcp) for further evaluation and temporarily discontinue optune gio therapy. On (B)(6) 2026, the patient informed novocure that she visited a dermatologist and was prescribed an unspecified ointment and antihistamine due to a possible allergic reaction to the arrays. The patient planned to remain off therapy pending treatment and resolution of her skin condition. Multiple attempts were made to contact the prescribing physician; however, no reply was received.